Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in patient for endovascular treatment of a 30 cm plus length dissection. It was reported the final angiogram done during the index procedure showed that the false lumen was still filling, but the physician felt that there was nothing too alarming. The follow up CT demonstrated that there was a jet of contrast coming out of the stent graft. The patient was still having chest pain. A CT scan was done and the physician believes there was an unknown type iii endoleak. An angiogram was done and the physician believes that there was a type iii fabric endoleak. The patient continued to have false lumen perfusion from a tear in the proximal portion of the stent graft. The physician relined the stent graft with another valiant stent graft. There was no endoleak observed on the post CT scan and angiogram. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation results are: films 5 days post-implant were 3d reconstructed. Contrast was seen within the false lumen, coming from near the level of the 3rd covered stent. The stent peak was seen splayed (spread out) near to where the puff of contrast was seen. This is also near the same location seen in the angio during the intervention. The unusual splaying of the stent peak could have been interpreted as being the result of a fabric tear (type iii); however, this was more likely to have been a type IV endoleak. A possible scenario is that this third body stent ring happened to lie right at the entry tear between the true and false lumen, and there was no vessel wall or septum to abut against. Hence the stent peak happened to splay in a prominent way into the false lumen. The splayed peak could have also stretched the fabric in way that led to a prolonged type IV (blush through fabric). It is unlikely that the contrast in the lumen is due to type iii fabric endoleak. The proximal device was then lined with another valiant captivia as part of the intervention. In the CT scan done after the intervention, no contrast was observed in the false lumen.